Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed. Physician elected to not take any further action at this time. Patient was stable before, during and after the event.